Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an app issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a sql error. No injury or medical intervention was reported.